Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Device was not implanted or explanted during the procedure. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the us. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: february 13, 2013 - expiry date: february 1, 2023. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a plate could not be inserted and slid over the shaft of this dynamic hip system (dhs) blade. With another blade, the plate matched and could be implanted. The intraoperative event resulted in an eighty (80) minute surgical delay. No additional information is available at this time. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device (part number 02.224.105s, dhs blade/12.5mm thread 105mm-sterile, lot number 8263657). The subject device was received with damage to the hexagon and the wrench shaft. This is the reason why the plate could not slide over the blade. Due to these damages it is probable that too much mechanical force had been applied during orientation the blade. The device history record was researched and no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.